Event description:
The screwdriver which was used twice was broken in the tip in the course of operation.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report. Add'l lots# 01340u, 00163....